Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a device that flipped. Patient reported it maybe occurred three years ago. Patient didn't know which device it was. Patient said they replaced the stimulator. No further information reported.